Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the ascending aortic dissection is unknown but based on the physician¿s opinion, may have been related to the delivery system¿s interaction with the aortic wall. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(4) affiliate, during a transfemoral tavr procedure, there were no observations of dissection in the ascending aorta when the perpendicular view was being set and pacing test was done. Balloon aortic valvuloplasty was performed without angiography. Angiography while positioning the valve indicated a suspicious image of an ascending aortic dissection. The valve was deployed successfully; however, the patient complained of chest pain post awaking from anesthesia. CT examination confirmed an ascending aortic dissection. Surgical aortic valve replacement (avr) and ascending aortic replacement were emergently executed. The patient was extubated on postoperative day 1. The patient condition is stable and it was reported that discharge is possible within this month. Per medical opinion, the delivery system might have scratched the aortic wall during advancing it.